Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was not reaching temperatures (hot or cold) during set up. The side (patient of cardioplegia) remain unknown no error code was displayed. There wa no patient involvement.

Manufacturer narrative:
The complained 3t heater cooler has been investigated and it was found the issue (not reaching the set temperature) was related to the cardioplegia cold and hot circuits. The cardioplegia bridge has been replaced and issue was solved. Unit returned to customer. The event is being re-assessed as not reportable since the cardioplegia solution is delivered in small volumes and at regular intervals allowing the user to perform cooling/heating through alternative methods or to use another circuit of the device. Thus, temperature management on the cardioplegia side is not critical and any malfunction affecting temperature management on the cardioplegia side is considered a presumptively non-reportable malfunction. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Event description:
See initial report.